Event description:
During balloon angioplasty of arteriovenous graft, in removing arterial plug balloon hung on sheath in graft, catheter separated as physician attempted to remove it. Taken to surgery for removal of balloon. Pt discharged home next day.